Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) revealed atrial lead noise with oversensing which also appeared on the shock channel. There was also ventricular noise with oversensing and a pause in pacing for greater than four seconds. It was noted that lead impedance measurements were stable. Technical services (ts) recommended bringing the patient in for further evaluation and discussed continuing to monitor or potentially reprogramming around the noise. Additional information received indicated that the atrial lead noise was reproducible with isometrics, and the ventricular noise did not appear to be procedure-related. At this time, they will continue to monitor the leads. This device remains in service. No adverse patient effects were reported. Additional information received reported that this atrial noise from 2020 continues to be monitored. Technical services (ts) reviewed recently stored atrial tachy response (atr) events showing low amplitude noise at high frequency, and the noise was isolated to the ra lead. Ra threshold measurements are slightly elevated at 1.4v@1.0ms. No significant changes in ra impedance measurements were noted, however this did not rule out possible insulation issues. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) revealed atrial lead noise with oversensing which also appeared on the shock channel. There was also ventricular noise with oversensing and a pause in pacing for greater than four seconds. It was noted that lead impedance measurements were stable. Technical services (ts) recommended bringing the patient in for further evaluation and discussed continuing to monitor or potentially reprogramming around the noise. Additional information received indicated that the atrial lead noise was reproducible with isometrics, and the ventricular noise did not appear to be procedure-related. At this time, they will continue to monitor the leads. This device remains in service. No adverse patient effects were reported. Additional information received reported that this atrial noise from 2020 continues to be monitored. Technical services (ts) reviewed recently stored atrial tachy response (atr) events showing low amplitude noise at high frequency, and the noise was isolated to the ra lead. Ra threshold measurements are slightly elevated at 1.4v@1.0ms. No significant changes in ra impedance measurements were noted, however this did not rule out possible insulation issues. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) revealed that the observed noise on the ra and rv channel with significant asystole had occurred while the patient was in a procedure with electrocautery use. As a result, there was oversensing and pacing inhibition. It was noted afterwards that the patient was fine and being monitored. This ICD system remains in service, however the plan is it bring the patient in for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) revealed atrial lead noise with oversensing which also appeared on the shock channel. There was also ventricular noise with oversensing and a pause in pacing for greater than four seconds. It was noted that lead impedance measurements were stable. Technical services (ts) recommended bringing the patient in for further evaluation and discussed continuing to monitor or potentially reprogramming around the noise. Additional information received indicated that the atrial lead noise was reproducible with isometrics, and the ventricular noise did not appear to be procedure-related. At this time, they will continue to monitor the leads. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) revealed atrial lead noise with oversensing which also appeared on the shock channel. There was also ventricular noise with oversensing and a pause in pacing for greater than four seconds. It was noted that lead impedance measurements were stable. Technical services (ts) recommended bringing the patient in for further evaluation and discussed continuing to monitor or potentially reprogramming around the noise. Additional information received indicated that the atrial lead noise was reproducible with isometrics, and the ventricular noise did not appear to be procedure-related. At this time, they will continue to monitor the leads. This device remains in service. No adverse patient effects were reported. Additional information received reported that this atrial noise from 2020 continues to be monitored. Technical services (ts) reviewed recently stored atrial tachy response (atr) events showing low amplitude noise at high frequency, and the noise was isolated to the ra lead. Ra threshold measurements are slightly elevated at 1.4v@1.0ms. No significant changes in ra impedance measurements were noted, however this did not rule out possible insulation issues. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that electrogram (egm) review for this implantable cardioverter defibrillator (ICD) revealed that the observed noise on the ra and rv channel with significant asystole had occurred while the patient was in a procedure with electrocautery use. As a result, there was oversensing and pacing inhibition. It was noted afterwards that the patient was fine and being monitored. This ICD system remains in service, however the plan is it bring the patient in for further evaluation. No additional adverse patient effects were reported.